Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue of the objective lens peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the label on the endoeye flex deflectable videoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive around the objective lens was peeled. The report is being submitted, due to the peeled adhesive found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed, and the video connector label was peeled. Also, evaluation found the bending section cover adhesive was chipped, the image had roughness; due to damage on the charged coupled device (ccd) unit. The video connector case was cracked, the video connector was cracked, switch #1, grip, control unit and the up/down plate were dirty, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.